Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 15-oct-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the nasogastric (ng) tube was placed on (B)(6) 2020. On (B)(6) 2020, the patient was taken to exploratory surgery, "because his bowels are short and he doesn't tolerate the feeds," and they found a broken part of an ng tube in his intestine, the physician stated it, "had been in there for quite a while." The patient's family member stated the patient is, "doing fine," at present. Additionally, the family member stated the patient has a tube, "in his belly, but the nurse told [me] that he would have to have an ng tube."